Event description:
During two routine hemodialysis treatments a venous pressure high alarm at the start of treatment and an arterial pressure exceeded alarm prior to performing rinseback occurred. The operator was unable to resolve the alarms resulting in an estimated blood loss of 190cc for each treatment. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms and subsequent blood loss events to operator difficulty with cannulation of venous needle. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Facility staff has provided additional training to the operator. There have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No additional information will be provided.